Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ ap the user experienced contamination. The user noted contamination on patient purity plates and saw that liquid was being pipetted onto the rack and device belt. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: the complaint on "contamination" was reported in phoenix ap instrument. Bd remote assistance provided decontamination procedure to customer. No further update received though multiple follow ups with customer. This is an unconfirmed failure of a bd product. The root cause of the failure is not known. Device history record review for the instrument (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported while using the bd phoenix¿ ap the user experienced contamination. The user noted contamination on patient purity plates and saw that liquid was being pipetted onto the rack and device belt. No health impact or consequence reported.